Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the device was explanted it was replaced with a mentor smooth round moderate profile 225cc saline prosthesis. The patient's date of birth was clarified to be (B)(6) 1973. The impacted product was received by the failure analysis lab on (B)(6) 2020. The identity of the impacted product was revealed with the returned device. The impacted product is a mentor smooth round moderate profile 225cc saline prosthesis. Section d has been populated with all newly made available information. A manufacturing record evaluation was performed for the finished device 5954044 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left sided deflation post procedure. As a result, and explant was performed on (B)(6) 2019. No additional information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on march 30, 2020. Device evaluation summary: according to the reported information, the patient experienced a deflation on the breast implant. During visual inspection of the device no apparent damage could be observed. Leak testing revealed there was leakage from the valve. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).